Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2022, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a discrepant result of 0.17 ng/ml on a patient. There was no patient information at the time of this report. Method date tested result I-stat (B)(6) 2022 5:04 0.01. I-stat (B)(6) 2022 8:23 0.17. Lab (B)(6) 2022 9:14 0.03. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway. Per I-stat system manual: art: 715595-00v reportable range: 0.00 - 50.00 reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results) reference range: 0.00 - 0.08 (represents the 0 to 99% range of results)

Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). Additional information (h2): product lot information provided after initial MDR. The investigation was completed on 13-sep-2022. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ak (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot a22167.